Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the rate was changed to 90 beats per minute (bpm) to 70 beats per minute (bpm), the longevity of this cardiac resynchronization therapy defibrillator (crt-d) device went up to 4 years. When the health care professional (hcp) looked again, the device longevity showed 1.5 years. Boston scientific technical services (ts) discussed that it takes 30 days to update remaining longevity after a programming change was done. To date, the device remains in service. No adverse patient effects reported.